Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the distal end cover crack occurred due to physical stress such as hitting/dropping the distal end of scope. However, the cause of the stain inside light guide (lg) lens is likely due to lg lens glue being peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, or the like. Then humidity may have been allowed to go inside the lg-lens and caused corrosion. The user may prevent the occurrence of stains inside the lg-lens by handling the device according to the following instructions for use. ·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The user may prevent the occurrence of the distal end cover cracks by handling the device according to the following instructions for use. ·important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited a cracked plastic distal end cover and stain inside of light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.